Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump was received with normal operating currents. Insulin pump passed the self-test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked belt clip lot, cracked case at the display window corners, and cracked reservoir tube lip. No belt clip assembly received with insulin pump. Unable to verify belt clip anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working properly. Her blood glucose level skyrocketed and her insulin pump fell. The insulin pump had a crack on top of the display screen in the right hand corner. The customer administered between a 20 to 40 units of insulin via injection to treated her high blood glucose level. Customer's blood glucose level was 493 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.